Event description:
A customer reported that during the vitrectomy mode of a cataract extraction with intraocular lens implant procedure there was no irrigation. The system was returned to surgical mode and irrigation was tested. The system was then returned to vitrectomy mode and irrigation resumed. The case was completed with the same system and accessory with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Additional information: no further information was able to be obtained from this customer. As such the cause of the reported event cannot be determined. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 17, 2007. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).